Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery twice, and that this was resolved by an infusion set change. The customer's blood glucose value was reported as 400 mg/dl. The customer was advised on proper infusion set use. Nothing was replaced or returned.